Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated based on the additional information provided. B3/date of event: october 14, 2022. B5/event description: the issue occurred prior to the procedure.

Event description:
The issue occurred prior to the procedure.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed or able to be reproduced. Rattling at the power cable outlet was found upon evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while the customer was using the visera 4k uhd camera control unit, an e113 error occurred. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.